Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. Insulin pump received with cracked reservoir tube lip and cracked reservoir tube noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for a blank display and a crack on the reservoir compartment. Customer's blood glucose was 258 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised to discontinue use of the pump and revert to backup plan per hcp's instructions. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.